Event description:
Reporter stated that patient obtained blood glucose results of 16.1 mmol/l and 3.4 mmol/l, within 10 minutes, on the aviva system. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).